Manufacturer narrative:
On 25-oct-2023, the following additional information was obtained: the cadiere forceps instrument has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the cadiere forceps instrument for failure analysis evaluation. However, as of the date of this report, the instrument has not been received. Review of the system logs was performed and no related system errors were found.

Event description:
It was reported that towards the end of a da vinci-assisted pulmonary segmentectomy procedure, an unspecified vessel was bleeding. The cause of the bleeding and blood loss volume are unknown. For the safety of the patient, the surgeon made the clinical decision to convert to open surgery. Before undocking the system, the jaws of the cadiere forceps instrument would not open. At that time, the cadiere forceps instrument was holding an unspecified pad. The customer used an instrument release kit (irk) to open the instrument's jaws. At that time, the customer was able to release the instrument's grasp of the pad and was then able to safely remove the instrument. There was no tissue damage associated with the event. The patient was discharged home and has not experienced any post-operative complications. Prior to the surgery, the cadiere forceps instrument was inspected and no problems were observed at the time.